Event description:
The clinic manager (cm) reported to fresenius that the tubing on the combiset bloodlines split during the patient's hemodialysis (hd) treatment resulting in a blood leak. The damage occurred right below the arterial connector below the blood pump. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.